Event description:
It was reported that a (B)(6) male patient, underwent a persistent atrial fibrillation procedure with a thermocool® sf nav bi-directional catheter and 17 days after procedure patient presented 39 degrees fever with chest and back pain which required chest computed tomography who showed pericardial effusion. Pericardiocentesis was performed and medication administered. Also, streptococcus intermedius was found by culture of the pericardial effusion. An esophageal fistula was suspected, therefore, upper endoscopy and esophagography were performed but no findings of fistula were encountered. The patient¿s medical history is unknown. The patient was reported to be fully recovered at the time the complaint was reported. Settings during the event include: power of 25 watts with 30 second ablation and esophageal temperature monitoring. The awareness date for this record is (B)(6) 2015 because the information was got by the conference presentation at the annual meeting of the (B)(6) circulation society on this date.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Manufacturer's reference #: (B)(4).